Manufacturer narrative:
The investigation into the cannula pigtail detachment has been completed. The impella pump was returned for investigation. The visual inspection of the returned device showed the inflow cage detached from the end of the metal cage, indicating the bond remained intact. It is likely the cannula had kinked, and the metal of the inflow cage had cut the cannula and allowed the inflow to detach. The root cause was due to excessive force causing a cannula kink. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk pci section: warnings, cautions, and precautions ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ section: warnings & cautions: warnings ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during placement while inserting the cannula the inlet broke. The patients¿ arteries were reported to be tortuous. It was reported the cause of the break was due to the patient¿s vascular anatomy and an additional surgeon was required to assist. The device was replaced, and the procedure aborted. There was no patient harm reported.